Manufacturer narrative:
Device was not retured to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent an l5-s1 spinal fusion. Approximately a month post op, it was found that a setscrew loosened at s1. No patient complications were reported.